Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system went down, and screen was off. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that a faulty half-height cubie drawer was stopping the station from turning on. A field service engineer replaced the drawer¿s controller board and successfully powered on the station. The system functioned as intended after the field service engineer repaired the device.